Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, at fifth inflation, it was noted that the balloon ruptured at 8atm. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure.